Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. The patient experienced a localized skin reaction, including infection and swelling, confined to the area beneath the sensor pod. This reaction developed one day after the sensor was inserted into the arm. Due to bleeding, the sensor was removed on (B)(6) 2025. On (B)(6) 2025, the patient reported pain at the former sensor site. After attempting to relieve the discomfort with hot and cold compresses without success, the patient sought medical attention at the hospital, arriving at 6:03 am. While awaiting the physician, the patient received one intravenous dose of fentanyl administered by a nurse. At 7:30 am, upon the doctor¿s arrival, blood samples were collected, and an x-ray was performed to determine whether the sensor wire had remained in the skin. By 8:30 am, the x-ray confirmed that no sensor wire was retained. The patient was admitted for further care and received half-dose intravenous fentanyl every hour, along with intravenous antibiotics. The hospital stays lasted two days. On (B)(6) 2025, the patient noticed a pimple forming at the site, accompanied by persistent pain. The patient consulted their general practitioner (gp), who drained the pus and administered intravenous antibiotics. The patient was discharged with a 14-day course of unspecified oral antibiotics. No further medical interventions were documented. At the time of this report, the patient was fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.